Event description:
It was reported there was no response from the patient¿s implantable neurostimulator (ins) upon multiple interrogations with the clinician programmer, patient programmer, and recharger. The patient¿s ins was replaced. Additional information received reported as of (B)(6) 2014, the patient had not yet returned to the office to establish effective therapy.

Manufacturer narrative:
Analysis of the stimulator (sn (B)(4)) found no significant anomaly but that the battery capacity was reduced due to being overdischarged. The implantable neurostimulator (ins) was received with no telemetry. After one full physician mode recharge (pmr) the ins was interrogated with an 8840 clinician programmer and it displayed the battery discharged screen. A normal charge session was started manually with a recharger; the device recharged for 9 hours and 35 minutes and the battery charged from 3.190v to 4.020v. The initial report and trace report were obtained from the ins. A parity error was listed in the diagnostic section of the trace report. The last recorded recharge session done while the device was implanted when the device was recharged for 45 minutes and the battery charged from 1.98v to 3.485v. The parameter trend diagnostic section of the trace report shows patient usage on (B)(6) 2013. The therapy available diagnostic section of the trace report shows battery discharged to the lock mode on 7/11/2013, the total therapy loss count was 4.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: 2012-05-21 product type: lead. Product ID: 3778-45 serial# (B)(4), implanted: 2012-05-21 product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.